Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2011, a 3.0x18mm and 3.5x28mm xience v stents were successfully implanted in the mid left anterior descending (lad) coronary artery and 1st diagonal coronary artery lesions. A 3.5x15mm xience v stent was successfully implanted in the 2nd obtuse marginal (om) coronary artery lesion. In (B)(6) of 2015, the patient expired while asleep. Per study physician, the device relationship was unknown and the death was unexplained. There was no autopsy performed. There was no additional information provided.